Event description:
It was reported to medtronic neurosurgery that the valve failed one day after implantation. According to the report, the pt had to return to the operating room to have another valve implanted.

Manufacturer narrative:
The device has not been returned to the MFR. Therefore an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.